Manufacturer narrative:
Additional information: block d7a, d8, d9, h5, h6. Corrected information: block a2 - patient age is unknown. Block a3 - patient gender is unknown. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
The complainant reported an issue with an unknown device manufactured by aesculap ag. According to the user facility(B)(4). The tip of the medium crochet vein hook broke off into the patient. The tip of the crochet vein hook was located and removed. The article code of the device is unknown. No patient information was made available. The event date is unknown. Should additional details become available, a supplemental medwatch report will be submitted. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a unknown device manufactured by aesculap ag. According to the user facility report (B)(4) the tip of the medium crochet vein hook brook off into the patient on first pass. Staff surgeon immediately aware and looked for piece at the surgical site and on the surgical field using both visual inspection and vascular ultrasound inspection. Surgical team searched the surgical field. Circulating nurse searched the operating room (or) floor visually and with a magnet broom. The tip of the crochet vein hook was not located. The article code of the device is unknown. An additional medical intervention was necessary. The incident occurred on an unspecified day in (B)(6) 2020, during a right lower extremity great sapheanous venous ablation. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event is filed under aag reference (B)(4). It was noted that this has occurred multiple times.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. An investigation of the device manufacturing records was not able to be conducted by the manufacturer as the model # and lot # of the device in question was not known. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.